Manufacturer narrative:
1/8/1998-supplemental report #1 sumbitted to FDA. The reported condition is confirmed. The exact cause of the difficulty encountered could not be reliably determined.

Event description:
The device was used during an unspecified procedure. Reportedly, the seal was torn and the instrument leaked. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.